Event description:
It was reported that the patient had been under going radiation therapy. The pulse generator was found in backup vvi mode. Normal function was restored by a software download.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.